Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were loss of primes with non-zero force verified in the black box history. There was no loss of prime during investigation. The force sensor calibration reading was out of specification. Unrelated to the original complaint, the display was faded and discolored. Also unrelated, the battery compartment was cracked. The pump was opened and there was no moisture or corrosion found inside the pump. The battery and cartridge caps were returned and used to complete the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.